Event description:
It was reported that during a rotational atherectomy treatment procedure, a guide wire fracture occurred.the 99% chronic total occlusion was located in the right coronary artery. The physician made multiple attempts at repositioning the rotawire guide. During these attempts, the tip of the 325cm rotawire guide wire fractured inside the patient. It is unknown if the fractured tip remains in the patient. The procedure was aborted due to this event and the patient was scheduled for a coronary artery bypass graft. No further patient complications were reported. The patient condition was stable.

Manufacturer narrative:
Device evaluated by manufacturer:it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4)